Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis. Update oct 17, 2017: litigation received. Litigation alleges corrosion and friction wear causing toxic metal debris, severe pain, discomfort, limited mobility and elevated metal ion levels. Added unknown stem for the alleged elevated metal ion levels. Added complainant information. This complaint was updated on: oct 26, 2017.